Event description:
It was reported that during surgery when processing the bur position detection, a warning of homing failure was displayed. The handpiece was confirmed that fully seated in the point probe or was jammed. Also, drill was confirmed no missing or no poorly installed bur. And bur was replaced to new bur. But the error message was displayed again. Therefore, the case was changed to conventional tka. This caused a delay no greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
H10: the device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was attempted and the reported problem was confirmed. The handpiece characterization test was performed 3 times after sterilization, and the t1 torque value for all 3 tests was 98. The motor could not be manually turned, indicating motor failure. Patient-specific clinically relevant documentation/information was not provided; however, patient impact beyond the minor 0-30 minute surgical extension is not anticipated as it was reported that the surgeon completed the procedure using conventional tka instrumentation and the report did not indicate patient injury/harm. The surgical technique guide released at the time of the complaint ((B)(4)) provides a ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The navio surgical system user¿s manual released at the time of the complaint ((B)(4)) provides instructions for handpiece troubleshooting as well as guidance to perform handpiece homing and calibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "homing failure" identified similar events. The most likely cause of this event is motor failure. The handpiece could not extend and retract the burr which caused the homing failure. This failure is an identified failure mode within the risk file. No additional risks were identified as a result of the reported event. Further investigation into the reported failure is being conducted to determine if additional actions are required.